Event description:
It was reported that the intra aortic balloon was placed uneventfully in a post-angioplasty pt through the femoral artery and pumped for three hours. Then, blood was noted in the gas tubing and the pump registered hi pressure alarms. The intra aortic balloon was removed and replaced without any complications.